Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this local representative contacted technical services to discuss a stored epsiode. The local representative informed technical services that all therapy was exhausted in epsiode#260 in response to a spontaneous supraventricular tachycardia (svt). Technical services discussed the device's detection algorithm. The local representative commented that this young patient was exercising one hour prior to taking his heart medication to control supraventricular tachycardia (svt). The device was not reprogrammed and the patient was treated with medication to slow svt.